Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2014, it was a 16 x 2.25 promus premier stent was implanted in the first obtuse marginal and not a 16 x 2.25 promus element plus everolimus-eluting platinum chromium coronary stent system as previously reported. In (B)(6) 2015, the patient also presented with recurrent angina.

Event description:
Same case as MDR ID: 2134265-2015-00715. (B)(4) clinical study. It was reported that atherosclerotic cardiovascular disease and in-stent restenosis (isr) occurred. In (B)(6) 2014, the patient presented with intermittent chest pain. A 2.25 mm x 16 mm promus element plus everolimus-eluting platinum chromium coronary stent system was implanted in the first obtuse marginal (om). In (B)(6) 2015, the patient presented due to atherosclerotic cardiovascular disease and was hospitalized on the same day. Subsequently, coronary angiography was performed and revealed isr of the previously 3.00 x 8mm promus element¿ plus stent and the 2.25 x 16 mm promus element plus everolimus-eluting platinum chromium coronary stent system implanted in the first om. The lesion was then treated with balloon angioplasty resulting in 10% residual stenosis. One day post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.